Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-14321. It was reported during an ipg replacement after the leads were removed a clamp held the distal end of the leads causing both leads to deform. The leads could not advance into the header of the new ipg. In turn, the leads were explanted and replaced. The procedure was extended by an hour and a half due to the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.